Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported the capture was later able to be confirmed on the rv lead and lv lead.

Manufacturer narrative:
Continuation of d10: w1tr01 crtp; 383069 lead implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that due to the changing morphology, bi-ventricular (bi-v) capture was unable to be confirmed for both the right ventricular (rv) lead and left ventricular (lv) lead. It was noted that the his bundle lead is in the left ventricular port and is considered off-label. It was also noted that the right atrial (ra) lead exhibited noise noted on the remote transmission that was detected on atrial tachycardia/atrial fibrillation (at/af) episodes between the months of december and january. The patient was seen in office in february for an evaluation and noise was not replicated, therefore no changes were made. Since the in-office visit, no further episodes were detected due to the atrial lead noise. The ra lead, rv lead, and his bundle lead remain in use. No patient complications have been reported as a result of this event.